Manufacturer narrative:
(B)(4). D10. Sulzer metasul insert size 28mm/jj; item# unk; lot# unk. Metasul head size 28mm/-4mm; item# unk; lot# unk. Alloclassic sl stem size 4; item# unk; lot# unk. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 24 years post implantation due to unknown reasons. Diligence is completed and no further information on the reported event has been provided.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Single ap view of the left hip demonstrates a left total hip arthroplasty with cement fixation of the acetabular cup. No dislocation. Possible malposition of the femoral stem with proud appearance which is difficult to evaluate on this study. Lucency along the greater trochanter is present. No fracture seen. Significant radiolucency along the greater trochanter could indicate osteolysis that might have lead to revision. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.